Manufacturer narrative:
The investigation determined that a lower than expected vitros dgxn result was obtained when testing a proficiency sample using a vitros 4600 chemistry system. The investigation was unable to determine the assignable cause of the event. A review of historical quality control data concluded that there is no issue with the vitros dgxn slide lot based on the dgxn qc performance. The alt and dgxn within-run marker precision results were acceptable indicating the vitros 4600 chemistry system was performing as intended. However, an ortho fe has been requested on site due to condition code u90-382 (ir wash error) that occurred one time during the dgxn precision testing. Therefore, an instrument issue cannot be entirely ruled out as a contributing factor to this event. The (B)(6) samples are from the 2017 c a survey, were initially processed (B)(6) 2017 and stored frozen. The recommended open storage is 2-8 c for 7 days. Long term storage and stability for these cap fluids is unknown, therefore, improper fluid handling (storage) cannot be ruled out as contributing to the event.

Event description:
The customer observed a lower than expected vitros dgxn result when testing a (B)(6) proficiency sample on a vitros 4600 chemistry system. Cap sample dgxn result 1.7 ng/ml versus expected dgxn result 2.81 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The vitros dgxn result was obtained when testing a proficiency sample. There was no allegation of patient harm as a result of the event. (B)(4).